Event description:
A peritoneal dialysis pt reported dialysis solution leaked out of the cassette and into the cycler. Upon removing the tubing set, post treatment, the pt found fluid in the cycler. Prophylactic antibiotics were administered as a precaution. There was no ill effect. Pt's effluent remained clear after the incident. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and the complaint confirmed with a small hole on the cassette film. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.